Manufacturer narrative:
Qc showed imprecision at the time of the event. On (B)(4) 2010, a bci field service engineer rebuilt the ratio pump and straightened reagent tubing at the connectors.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistently false ion-selective electrode (ise) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated on an alternate unit and acceptable results were obtained. Patient treatment was not impacted by this event.